Event description:
It was reported by a neurosurgeon that a vns pt developed an infection at the generator site. The pt's infection developed sometime in (B)(6) 2011. The surgeon washed out the wound and it was healing. However, pt manipulated the generator site and infection reoccurred. The generator and most of the lead were explanted on (B)(6) 2011. Cultures were taken and the infection was confirmed to be mrsa.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.